Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 11 days after a procedure, the patient went back to the hospital with an awkward stomach. X-ray was done and showed nothing but a little liquid and gasses. The patient undergo laparoscopic left hemicolectomy. The surgeon opened the anastomosis and saw the leak from distal to the magazine. A component fell into patient's cavity and there was a tissue damage due to leakage and suturing. The patient was in the intensive care unit.

Manufacturer narrative:
D10: sig power sigadaptxl linear xl adapter (sn: (B)(6); sig power sigadaptstnd linear adapter (sn: (B)(6); sig power sigadaptstnd linear adapter (sn: (B)(6); sig power sigadaptstnd linear adapter (sn: (B)(6); sig power sigadaptstnd linear adapter (sn: (B)(6); sig power sigadaptstnd linear adapter (sn: (B)(6); sig power sigadaptstnd linear adapter (sn: (B)(6); sig power sigadaptstnd linear adapter (sn: (B)(6); sig power sigphandle handle (sn: (B)(6); sig power sigphandle handle (sn: (B)(6); sig power sigphandle handle (sn: (B)(6); sig power sigpshell control shell. Additional information: h3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the returned images contained several views of bleeding at the staple line. Additionally, many properly formed staples could be observed in various states of attachment to the tissue. It was reported that a component disengaged from the device into the surgical cavity, and an unexpected content leak occurred along the staple line. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.